Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on a nasal sample on the kit-provided swab. Initial testing had been performed six (6) days ((B)(6) 2023) prior at a doctor's office using an unknown testing platform that generated a positive result. Additionally, three (3) days prior ((B)(6) 2023), the consumer took the first binaxnow covid-19 antigen self-test within their kit using a nasal sample on the kit-provided swab that generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 214669 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 214669 and device part number 195-430h / lot 212687. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 214669 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however it could have possibly been related to the specific patient sample. H3 other text : single use; device discarded.